Manufacturer narrative:
The lot number was provided for two out of two malfunctions; therefore, a lot history review is currently being performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigations of the reported malfunctions are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7707540 implanted port allegedly experienced material deformation. This information was received from various sources. This two malfunction involved a patient with no consequences. Age, weight, and gender of the patient were not provided for the two malfunctions.